Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited gap in adhesive area between server plug-in and distal end, chipped adhesive around objective lens and residual liquid in distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of accumulation of residual fluid in distal end could not be established. Moreover, the most probable cause of additional malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.